Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 35v failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A field service engineer (fse) went onsite and confirmed the reported issue. The fse determined a replacement of the motor controller (mc) printed circuit board assembly (pcba), power management (pm) pcba, central processing unit (cpu) pcba, gas delivery system (gds), blower assembly, and power supply were required.

Manufacturer narrative:
Philips received a complaint from the customer on the v60 ventilator indicating "errors red alarms warning alarms system froze" indicative of a 35v failure. The device had alarms for backup alarm failure and air source failure that could not be reset. The field service engineer replaced the motor controller (mc) printed circuit board assembly (pcba), power management (pm) pcba, central processing unit (cpu) pcba, gas delivery system (gds), blower assembly, and power supply to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.